Event description:
Same case as MFR report #: 2134265-2011-04591. It was reported that during a percutaneous coronary intervention procedure the imaging system sterile drape was torn. The motor drive unit was inserted into the sterile bag. When the motor drive unit was connected the sterile bag was torn. A new bag was used and again was torn. Another sterile bag was used to complete the procedure. There were no reported patient complications and the patient status was good.

Event description:
Same case as MFR report #: 2134265-2011-04591. It was reported that during a percutaneous coronary intervention procedure, the imaging system sterile drape was torn. The motor drive unit was inserted into the sterile bag. When the motor drive unit was connected the sterile bag was torn. A new bag was used and again was torn. Another sterile bag was used to complete the procedure. There were no reported patient complications and the patient status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04591. It was reported that during a percutaneous coronary intervention procedure the imaging system sterile drape was torn. The motor drive unit was inserted into the sterile bag. When the motor drive unit was connected the sterile bag was torn. A new bag was used and again was torn. Another sterile bag was used to complete the procedure. There were no reported patient complications and the patient status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrections: brand name, common device name, product code, upn, device lot number, catalog/mode#, PMA# or 510k#. Updated: same case as MDR ID#: 2134265-2011-04591 and 2134265-2011-05227. The complaint device was returned in a box with a label for lot# 14307864. No tray or tray label was returned with the complaint device. No catheter was received only the mdu drape sterile bag was received. The following was observed: scratch and hole 3.0 cm long were observed on the returned mdu sterile drape bag. The plastic between the purple ring was observed tearing off. Bloodstains were observed on the returned mdu sterile drape bag. During functional testing using a test catheter, the returned mdu sterile bag was able to be inserted onto the mdu and function properly when the test catheter was inserted into the mdu. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).